Event description:
It was reported that several central stations are not connecting to network. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Functional tests was performed by a remote service engineer (rse) who spoke to the customer and confirmed the reported problem. The rse confirmed that it was a phillips supplied clinical network and dispatched onsite support to resolve the issue. The remote engineers determined that the network "uplinks" had an error disabled condition. These were resolved by going into the network areas and resetting all on the disabled ports. The system began to operate properly after that. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.